Event description:
It was reported that the, "catheter leaking just below the hub."

Manufacturer narrative:
An investigation has been initiated. We are currently waiting for the return of the device sample for evaluation. When the investigation is complete, a supplemental report will be submitted.